Event description:
It was reported that after a year to a year and a half, the patient¿s stimulation started to go up more to his belly and chest, rather than just his legs. The patient didn¿t request changes to his programming because his legs still had coverage. This was reported as a gradual onset. The patient¿s implantable neurostimulator (ins) battery was depleted. The patient used to recharge his implant once a month, but after a couple of years of having it, the battery only lasted a couple of weeks.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).